Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive menstrual bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plantiff underwent a complete hysterectomy due to complications from the essure device.). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive menstrual bleeding/abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glyceryl trinitrate (transderm patch) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced migraine ("migraines / headaches"), mood altered ("neurological conditions or problems-moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain / loss"). In april 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced headache ("migraines / headaches") and pelvic pain ("pain"). The patient was treated with surgery (plantiff underwent a complete hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage, headache, migraine, mood altered, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 246 lbs. As per pfs recevied on 14-may-18 plantiff didnot undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on 1-mar-2010: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive menstrual bleeding/abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glyceryl trinitrate (transderm patch) and oral contraceptive nos. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pain / pain pelvic"), migraine ("migraines / headaches"), mood altered ("neurological conditions or problems-moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("weight gain / loss"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced headache ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on 17-apr-2012. At the time of the report, the menorrhagia, vaginal haemorrhage, headache, migraine, mood altered, dysmenorrhoea, dyspareunia, weight increased, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 246 lbs. As per pfs recevied on 14-may-18 plantiff didnot undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on 1-mar-2010: confirmed that essure was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received, event added : psychological or psychiatric problems condition: depression and mental anguish. Events onset date added. Essure explant date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive menstrual bleeding/abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glyceryl trinitrate (transderm patch) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), mood altered ("neurological conditions or problems-moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain / loss"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced headache ("migraines / headaches") and pelvic pain ("pain"). The patient was treated with surgery (plantiff underwent a complete hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage, headache, migraine, mood altered, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 246 lbs. As per pfs recevied on 14-may-18 plantiff didnot undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:abnormal bleeding(vaginal, menorrhagia), migraines / headaches, neurological conditions orproblems-moods, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gai were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstrual bleeding/abnormal bleeding(vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glyceryl trinitrate (transderm patch) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced pelvic pain ("pain / pain pelvic"), migraine ("migraines / headaches"), mood altered ("neurological conditions or problems-moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain / loss"). In april 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced headache ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the headache, migraine, mood altered, dysmenorrhoea, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 246 lbs. As per pfs recevied on 14-may-18 plantiff didnot undergo essure confirmation test. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.